Manufacturer narrative:
G4: 30oct2020, b4: (B)(6)2020 . H11: d11: h6: patient code updated: the device was not in use on a patient. There was no user harm reported. H10: the remote service engineer (rse) confirmed the failure. The (rse) advised to replace the blower per the suggested repair in the manual. The customer replaced the blower assembly to resolve the issue. The device passed all testing, and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03oct2020.

Event description:
The customer reported blower temperature alarm. The remote service engineer (rse) confirmed the failure. The (rse) advised to replace the blower per the suggested repair in the manual. The unit was in clinical use however there was no patient harm.